Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6068-25l 25°, curve, left quickpass¿ lasso, low profile tip was received for investigation. Visual evaluation of the returned device did not note any issues with the exterior of the device. Functional testing was performed by attempting to pass a known good ar-7222 #2-0 fiberstick through the returned device and it was found that the suture passed through the tip as intended. No problem found. Refer to investigation photos.

Event description:
It was reported that during a knee surgery when the customer tried to put the wire through the devices ar-6068-25l (lot: 4008137742), the wire came through one of the knobs and not through the end. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.